Manufacturer narrative:
Visual inspection of the part confirmed that a robot arm plate that holds cables had come loose. The root cause was identified to be a lack of instruction for the fixation of the robot arm plates. The part will be re attached properly for repair purposes.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
During the scheduled maintenance the medtech field service engineer noticed that the plate on top of the robot arm that holds the cables in place, had come loose and the cables could have been caught by the robot arm.